Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized twice for low blood glucose. Customer's blood glucose level was 40 mg/dl. Customer also stated that insulin pump's display had scratches and the screen was hard to read. Customer stated that reservoir lip ring was able to lock in place. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with broken reservoir tube lip, missing reservoir tube o ring and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.